Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals were broken but the device was observed to be in good condition. The device?s event history log was reviewed for evidence of the reported problem, found ?check clutch? And ?travel course error? Alarms in the log. To conduct functional testing the device had a flow test performed. Upon testing, the reported problem was duplicated. The root cause was determined to be the position pot not being plugged into the main board. To resolve the issue, the position pot was plugged into the main board. The plunger cable and plunger pcb were replaced for issues with plunger not in place alarm. Service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects corrected.

Event description:
It was reported the device alarmed travel coarse error. No patient injury/involvement reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.